Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps was analyzed and found to have two broken pitch cables at the distal clevis hub. One of the broken cable segments that contains the crimp was still installed in the clevis. The other broken cable that contains the crimp was missing from the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable and would no longer respond to commands. The procedure was completed with no reported injury. Intuitive surgical followed with the initial reporter and obtained the following additional information regarding this event: the surgeon wanted to align the tenaculum forceps instrument, it was impossible. The doctor had to put it back in line with her other instrument. In addition, it did not always respond to the open and close command.